Manufacturer narrative:
Customer name and address postal code: (B)(4). PMA/510(k) number- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an attempted removal of a 9mm left renal calculus, the basket of an ncircle tipless stone extractor would not close. The device was used to grasp and dislodge the stone, but after taking the stone to the renal pelvis, the device's basket would not close. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: cook was informed of an incident involving a ncircle tipless stone extractor. The basket of the device reportedly would not close during a left retrograde intrarenal surgery (rirs) procedure. Further communication with the user facility clarified that ¿stone was grasped and taken to the renal pelvis but after dislodging stone, the basket was not closing. The scope used was a urf-p5 (olympus). The stone attempted to be removed was 1.5cm. The patient's outcome was good." Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The device was returned with the handle in the closed position and the basket formation in the open position. The mlla (male luer lock adapter) and collet knob were tight and secure. The polyethylene terephthalate tubing [pett] measured 2.7cm in length. The support sheath was bowed starting 1cm from the nose of the mlla. The basket sheath was kinked 1cm and 9cm from the distal end of the support sheath. The distal tip of basket sheath was slightly bowed for approximately 1cm. The basket formation was pulled out of the distal end of the basket sheath. During investigation the coil assembly was stretched upon removing from the basket sheath. Coil assembly could not be completely removed from basket sheath. Function test determines handle does not actuate basket formation a review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was open and could not be closed. Multiple areas of damage to the device was found. - the sheath was kinked in multiple locations. - the basket coil assembly was stretched. - the basket formation had separated from the basket cannula. The damage to the basket formation and basket coil assembly were indicative of an excessive pulling force being applied to the device. The reported size of the stone being removed was 1.5 cm. The open diameter of the basket is 1.0 cm. It is likely the large size of the stone resulted in excessive force being applied to the device, resulting in the observed damage. The IFU contains a caution that excessive can damage the device. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 04nov2020: the stone attempted to be removed was 1.5cm. There were no issues with the patient's anatomy that would have kept the basket from opening or closing. The patient's outcome was good.